Event description:
Customer was admitted as an inpatient to a hospital due to low blood glucose. Customer stated that pump was giving a random audio beep that was never addressed. No additional details were provided.